Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. While inserting the clip delivery system (cds) into the steerable guide catheter (sgc), the physician felt resistance and observed the cds was mis keyed. While removing the cds from the sgc, the clip became stuck on the tip of the clip introducer (ci). The clip was removed able to be removed from the ci, but a small tear in the ci was observed. Therefore, the cds was not used and was replaced. One clip was implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported difficulty advancing cds and retraction problem of difficulty retracting the clip into the clip introducer were a result of improper or incorrect procedure or method associated with the cds being mis-keyed upon cds insertion. It should be noted that the mitraclip instructions for use (IFU) states under section 20.0 clip delivery system insertion, step 20.7 that ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ the torn ci appears to be a secondary effect of the difficult retraction of the clip into the ci. There is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.